Event description:
The physician was performing a therapeutic procedure with stone extraction on a pt. The clinicians caught a stone (approximately 1 - 1.5 cm in size) in the device. They were unable to pull the stone out, so they attempted to crush it, but it did not crush, and the basket tip failed to drop off. After much manipulation the physician was able to free the stone from the basket and to remove the basket from the pt. The physician reported that it was anticipated that either another ercp procedure would be performed on the pt, or the pt would be taken to surgery to remove the stone. The complainant indicated that there was no adverse affect on the pt as a result of the reported malfunction.